Event description:
A malfunction alarm with the code malf 16 was reported, and the customer was advised that the malfunction code was not resettable. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.